Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported by forwarding information from healthcare professional (hcp) reporting that patient was injected four months ago to the right and left of the face with juvéderm® volux¿. Hcp followed up with patient the next day and all was good. Two weeks later, reported "swelling confirmed via photograph over left distal zygoma", it was determined via symptoms and photography that a probable infection was brewing, "thick green mucus emanating from left nostril", swelling over left distal zygoma still very evident. Hcp advised as soon as consolidation of infection takes place and it is fluctuant it should be drained and filler dissolved. A few days later, patient experienced "headache through the night and woke up with chills. Instructed to go to hospital . A consultant colleague drained the abscess and metronidazole antibiotic added." By the end of the month, reported that patient was feeling better. 10 days later, patient reported that woke up with swelling over left eye. Hcp suspect possibly resistant bacteria residing in a biofilm associated with the filler. Patient is still dealing with flare ups despite incision and drainage 3 times. Treatment included ciprofloxacin , clarithromycin. Symptoms ongoing/unresolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported patient was injected into the left and right midcheek/ zygoma with 2 ml of juvéderm® volux¿. Treatment included multiple antibiotic regiments for recurrent infection. Administered by medical practitioner. Final dissolution of clinidomycin. Symptoms resolved four months after date of onset.